Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing. It is concluded that the difficulty the field had in removing the leads from the device header was not due to a setscrew issue but most likely due to silicone to silicone bonding between the leads and the header inner seals.

Event description:
Boston scientific received information that this pacemaker was explanted for normal battery depletion. During the procedure the physician couldn¿t loosen the setscrews. The physician used a bone saw to cut off the back of the header and was able to successfully push the leads out of the header. No adverse patient effects were reported. The device was returned for analysis while the leads remain in service.